Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs (tnths) assay and 3 patients' samples tested with elecsys probnp assay on a cobas 8000 cobas e602 module. Sample 1 was tested for tnths: initial result: 291 pg/ml. 1st repeat result: 12 pg/ml. 2nd repeat result: 297 pg/ml. Sample 2, sample 3, and sample 4 were tested for probnp: sample 2: initial result: <10 pg/ml. 1st repeat result: 783 pg/ml. 2nd repeat result: 806 pg/ml. Sample 3: initial result: <10 pg/ml. 1st repeat result: 6152 pg/ml. 2nd repeat result: 6871 pg/ml. Sample 4: initial result: <10 pg/ml. 1st repeat result: 927 pg/ml. 2nd repeat result: 925 pg/ml.

Manufacturer narrative:
The tnths reagent lot number was 74714802. The expiration date was not provided. The probnp reagent lot number was 79975800. The expiration date was not provided. The qc was acceptable. Both measuring cells needed to be replaced. The root cause was due to a maintenance issue.